Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: the team at the user facility reported a problem with the heart lung machine (hlm) while on cardiopulmonary bypass, described as 'alarm occurred' with an explanation that the alarm occurred three times towards the end of bypass, with no message appearing on the main alarm message screen, and the user was unable to check the aux tab at the time of the occurrence to read the 'messages' tab, which would have indicated what the alarm was. There are several situations that can cause this behavior, namely an alarm event occurring and subsequently resetting so fast that the message does not appear on the main screen, but only appears on the 'message' screen in the aux tab. The most common are 'backflow' and 'level not attached'. It is thought the alarms were one of these possibilities, and not a false alarm, and normal hlm behavior.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the data log showed a flow sensor back flow alarm. The user facility received guidance on the back flow alarm and the issue was resolved.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) alarmed around three times, but the user was unable to see what the message was on the ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.